Event description:
It was reported that this right ventricular (rv) lead exhibited a steep increase in pacing impedance and thresholds measurements. Technical services (ts) states this is an indication of lead impairment. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).